Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml the connector was blocked. There was no report of patient impact. The following information was provided by the initial reporter: in the PICC the connector channel could not be opened during pre-filling and washing, and the connector was blocked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for device evaluation. A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 22015033. Further information provided by the customer indicates that the product was completely occluded by a transparent material. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015033 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.